Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4); the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Analysis revealed power on reset parameters. Device experienced a critical ram parity error por (B)(6) 2012 in location "0e c6". Device should be able to recover from the event and continue normal function.

Event description:
It was reported the device had an electrical reset. The device was interrogated and remains in use. No patient complications have been reported as a result of this event.